Event description:
It was reported that following ipg replacement patient did not take antibiotics, nor follow bathing instructions as a result, the patient experienced an infection at the ipg site and surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.